Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient experienced peritonitis on an unknown date ¿about two months ago¿. At the time of this report the patient was recovered from the peritonitis event and was not performing pd therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized "for a month" for the event. The patient was treated with unknown intraperitoneal antibiotics, ongoing. The patient was recovering from this peritonitis event. On an unreported date the patient was placed on hemodialysis. No additional information is available.